Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was 20.0 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive after a battery out limit alarm. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery has been replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on up arrow and down arrow button. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. Pump received with corroded battery tube noted.